Event description:
The consumer was using the pad in her recliner when all of the sudden sparks shot out of the switch. The product was returned for investigation. An investigation was done to look into the customers complaint. The inspector found that the customer had been wrapping the cord under the switch. This caused excessive stress on the cord near the strain relief. This then lead to a cut forming on the switch causing the spark the customer described. Customer did not claim any injury.